Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted ukr surgery, the error message "robotic timed out" occurred. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Updated results of investigation: the real intelligence robotic drill, part# rob10013, serial# (B)(6), used for surgery, was returned for evaluation. The reported problem could not be visually confirmed. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was attempted but the burr couldn¿t be inserted. In addition, a tka test case was performed, and a system time out error appeared. The drill was disassembled for further inspection. Cable continuity testing was performed and passed with no open circuits. The exposure motor was tested and passed. The main motor extension shaft was cracked. The extension shaft locking pin was still in place. The carriage and its internal components were in good condition. The main motor, and extension shaft was replaced with good known parts. The drill was assembled and tested passing both kpc and tka mock test case. The most likely cause of this incident is a broken drill motor extension shaft a review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.